Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message with the adc device, and the customer was unable to obtain sensor readings. As a result, customer experienced unspecified hypoglycemia symptoms and reported requiring unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message with the adc device, and the customer was unable to obtain sensor readings. As a result, customer experienced unspecified hypoglycemia symptoms and reported requiring unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.